Event description:
Related manufacturer reference number:2017865-2022-37829 related manufacturer reference number:2017865-2022-37830 it was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead and implantable cardioverter defibrillator exhibited noise. During lead revision procedure externalized conductors were noted on right ventricular lead. The atrial lead and device was explanted and replaced. The patient was discharged.